Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue x3 indicating the spo2 measurements are incorrect or the measurement stops without a technical inop alarm. A philips field service engineer (fse) visited the customer site. The fse stated that the reported issue could not be confirmed and has asked the customer to inform philips service team if the issue reoccurs. There were no alarm reviews available for the event timeframe. The customer had installed a masimo root platform monitor so spo2 was being monitored redundantly. The fse stated that the customer has not had any new events since the last reported event. A philips product support engineer (pse) provided a list of questions were provided the the fse., including what logs would be required to provide an accurate review if the event reoccurs. It was indicated by the user there were no inop alarms generated for the spo2 measurement issues, but this was not confirmed by philips. The philips product support engineer (pse) determined that an accurate review of the data was not possible as needed information is missing and was unable to be provided by the customer. The pse did mention that in a video provided it is clearly showing ¿inop¿ messages, but it is unknown if this video is from one of the actual events or if it was a simulation event. It was also indicated the user did not recall any specific actions related to the spo2 sensor and the sensor was just placed on the patient's finger. The number of affected devices was not known. Based on this information, some of the event details remain unknown and the root cause of the issue has not been determined.

Manufacturer narrative:
An attempt was made to try and confirm the event date, but the philips field support engineer was unable to confirm the date. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported the spo2 measurements are incorrect, or the measurement stops without a technical inop alarm. It was indicated the issue was noted on adult patients who were connected with an spo2 finger sensor. The users restarted the monitors, which resolved the issue for some time. In one care unit, changing disinfectant wipes appears to have reduced the reported issue but in other units, the issue occurred again. The reported issues result in intermittent monitoring of ICU patients; however, there was no actual patient harm at this time.